Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during implant multiple attempts were made to position the lead but there was abnormal capture threshold, loss of capture and low impedance. The positioning included multiple attempts with a stylet with possible damage, the lead was found to have a low pulse height (capture) though values prior to implant were stable. The lead was replaced. A lead malfunction was suspected by the physician. There was no adverse patient consequence.

Manufacturer narrative:
The reported events of low pacing lead impedance, abnormal threshold, loss of capture, loss of sensing and lead damage were confirmed. As received, a complete lead was returned in one piece. Conductor shorts were noted due to overtorqued inner coil at the connector region consistent with procedural damage. The cause of the reported events was isolated to the overtorqued inner coil at the connector region, consistent with procedural damage.